Event description:
Customer reported the insulin pump alarmed motor error during bolus. Customer's blood glucose level was 397 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to an MRI. Customer was advised to disconnect from the device. Customer does use the sensor feature. Customer was advised the alarm can occur if customer was trying to view the sensor glucose graph while it bloused, customer stated he was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test, occlusion test, excessive no delivery test, and prime/a33 test. Motor passed motor test. No motor error alarm. No "no delivery" alarm noted. The device was received with scratched lcd window. The device received with cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked belt clip slot.